Event description:
The monitor 21g01496 is rebooting in loop, and was not be repaired by updating the firmware. It happened in the ICU with no bad consequences

Manufacturer narrative:
Following the technical examination and diagnosis, several causes of damage and potential risks associated with abnormal monitor behaviour have been identified: user-induced damage to the rear panel (maybe storage or transfer): impacts or improper handling have resulted in loss of sealing, creating a significant risk of liquid ingress. Loss of the blue ring during the product's lifetime: this may lead to poor connection with the bedside monitor, damaged pins on the blue socket, possible short circuits between pins, and motherboard damage as the component is soldered directly onto it. Defective capacitor on daughter board: the hight potential identified root cause for this component is an electrostatic discharge. After change of the electronic board, the monitor restarts normally, with usb communication, sound during auto test sequence. Touch screen: use impact. It is impossible to set the monitor. The detected issues indicate that the rebooting is a direct consequence of electronic daughter board component damage.

Event description:
The monitor (B)(6) is rebooting in loop, and was not be repaired by updating the firmware. It happened in the ICU with no bad consequences.